Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5 12.6 implantable collamer lens of -8.50/1.0/109 (sphere/cylinder/axis) was not positioned correctly in the eye. Doctor "cut out"; no patient injury is reported. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B1: adverse event. H1: malfunction corrected to serious. H6: 2199 corrected to 4627. Claim#: (B)(4).